Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis without the manifold/hub therefore the catheter batch/serial number cannot be identified. A visual and microscopic examination of the crimped stent identified stent damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 141cm proximal to the distal tip of the device; the portion of the device proximal of the break site including the strain relief and manifold hub was not returned. The hypotube break occurred at a site 0 to 8cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed with a maverick balloon catheter. A 3.00x20mm promus element¿ drug-eluting stent was then advanced but failed to cross the lesion. Pre-dilation was performed again at high pressure and a 2.75x20mm promus element¿ drug-eluting stent was then advanced but also failed to cross the lesion. The procedure was completed with another of the same device followed by post dilation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.